Event description:
It was reported that the user discontinued the ilet after experiencing high blood glucose following meal announcements and later reconnected to the pump after receiving guidance and completing setup steps including cgm pairing and insulin preparation. Symptoms included hyperglycemia. Outcomes included no hospitalization, no long-term impairment, and subsequent continuation of therapy. Investigation included customer support troubleshooting and education on proper setup and use. Investigation of this case revealed no device malfunction identified and no component failure confirmed, with the event consistent with use-related or physiological factors leading to hyperglycemia after meals. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.